Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported two (2) occurrences of IV fluid back flowing into the medication container when utilizing the secondary workflow. There was patient involvement, however outcome is unknown. Although requested, no additional information was provided.

Event description:
It was reported two (2) occurrences of IV fluid back flowing into the medication container when utilizing the secondary workflow. There was patient involvement, however outcome is unknown. Although requested, no additional information was provided.

Manufacturer narrative:
Additional information: manufacturer narrative. Root cause: the root cause for the reported issue of an blood back flowing in the line - secondary medication was not determined because no products or device logs were returned.